Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced nerve damage. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2007, x-rays of the thoracic and lumbar spine showed scoliosis, diffuse degenerative changes, and osteopenia without an acute fracture noted. On (B)(6) 2008, it was reported the pt had a history of restless leg syndrome. On (B)(6) 2008, the pt complained of urinary incontinence. On (B)(6) 2009, the pt reported that since she had been using poligrip, she has increasing problems with her neuropathy. On (B)(6) 2009, the pt's copper level was 40 (normal 70 to 155 mcg/dl) and zinc level was 88 (normal 60 to 130 mcg/dl). On (B)(6) 2009, it was noted that zinc and copper tests ordered due to pt's increase of neuropathy in feet and recommended by pt's lawyers due to her use of poligrip. On (B)(6) 2009, it was noted the pt had advanced degenerative arthritis of the right knee. The pt had almost bone-on-bone apposition and was very reluctant to have any surgery. She had gotten cortisone injections in the past that seem to give her at least temporary relief and hydrocodone for pain control. On (B)(6) 2009, it was noted the pt had advanced arthritis of her spine and osteoporosis. On (B)(6) 2010, the pt was seen in consultation due to idiopathic peripheral neuropathy. The pt was retired and on disability from some back injury. The pt reported about a two yr history (since 2008) of sensation in her hands and feet. Her feet have progressively got to a point where she is having difficulty sleeping at night with a considerable amount of burning dysesthesias, altered sensation, and some amount of weakness and gait disturbance. The pt had a history of depression, osteoporosis, and carpal tunnel surgeries on two separate occasions. Prior to the pt's back injury and retirement, she had been working at factories and had always done extremely heavy work. Currently, the pt had her own business doing private home cleaning. The pt could not be on her feet for any length of time. The pt complained of mid thoracic pain and frequent episodes of cramping in the legs with muscle spasms, especially at night. The pt had normal peripheral vascular studies, but there was a fair amount of peripheral vascular disease in the family. Impression included a history that was consistent with peripheral neuropathy, both sensory and motor polyneuropathy. Electrophysiological studies showed moderate to severe sural neuropathies, but sural responses were unobtainable. Peroneal and tibial nerves were characterized by boldly to mild slowing of condition velocity and suppression of amplitude. The features were consistent with demyelinating and axonal neuropathies. The burning dysesthesias and neuritic pain was treated with amitriptyline. On (B)(6) 2010, the pt called her physician requesting a referral to a neurologist due to burning and tingling in feet. Stated it felt like "carpal tunnel in feet." This case has been upgraded and assessed by gsk as serious.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).